Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was at 119 mg/dl at the time of the call. The customer was given glucose and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer thinks the infusion set was the issue. The customer states our product endangered his life and his settings were correct. The insulin pump will not be returned for analysis. Updated summary customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose in the 30 mg/dl range at the time of the incident. The customer was given sugar, candy, and fruit to treat, and the paramedics gave them a glucagon shot, then gave the customer intravenous fluids. The customer experienced symptoms such as being delirious. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.